Event description:
The manufacturer received information on a simply go device alleging bad burning smell coming out of the device. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device, at the manufacture's service center the device was visually inspected and found evidence of thermal damage on the pca inside assembly.